Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient was hospitalized for kidney stones and a kidney infection. The troubleshooting/interventions performed included hospitalization. This was considered to be a sudden change in therapy/symptoms. The patient was still hospitalized as of (B)(6) 2015 but her husband reported that she may be released on the day of the call. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal / pelvic floor. No outcome or cause of the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.